Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735774, serial/lot #: unknown. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the dual usb port was replaced. Eval code method 10 is associated with this analysis eval code result 114 is associated with this analysis eval code conclusion 4307 is associated with this analysis the dual user cable was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The center divider on the usb port had been pushed into one of the ports closing it off. The other port was also unusable without the center support. Physical damage was observed. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the right universal serial bus (usb) ports on the main cart are unresponsive when a usb is plugged in or the mouse is plugged in. No patient was present at the time of the event.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative (rep) stating that they were troubleshooting over the phone with the site and they said the mouse wasn¿t working in the one usb but everything else was working fine and when switching mouse to a different usb port on other side said the mouse worked. Once the rep went to the site the system's touch screen was not functioning. They rebooted the system and the issue resolved.